Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. However, it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope-connector. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the light cover glasses were chipped, the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the insertion tube distal sheath adhesive was lifting, the scope connector had water ingress, the down and right angles were not to specification, the angle play only had minor play evident, the up/down brake was not holding and the automated air was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white foreign material in the air/water channel. There were no reports of patient involvement.